Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ data management system, blood cultures are not extracted for patients with positive results. No patient impact reported.

Manufacturer narrative:
This statement is to summarize the investigation of a complaint involving epicenter. It was reported that blood cultures are not extracted correctly. No other issues were reported. Bd investigated the issue. A customer reported an anomaly in blood culture processing where a patient had a positive blood culture, yet the sample was not extracted as expected. Specifically, the fx system continued to display the aerobic bottle in a ¿culturing¿ status, while mdms correctly received and displayed the negative result information for both aerobic and anaerobic bottles. As a result, the aerobic bottle was manually reloaded into the fx system. The customer requested clarification as to why the aerobic bottle did not initially transition to a ¿negative¿ status on the fx system. Review confirmed that correct data was successfully transmitted to mdms, indicating no data integrity issue. However, log records prior to may 24 had already been purged, and the relevant data from may 16 was no longer available, preventing detailed root cause analysis. The situation and limitations were explained to the customer, who acknowledged and accepted the explanation. Ongoing monitoring was recommended, with assurance that any recurrence would be investigated immediately. The case was closed. This is an unconfirmed failure of a bd product. Review found complaints of this type were under statistical control for the month of october. Device history record review was not applicable as this is a standalone software product, and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.

Event description:
It was reported that while using bd epicenter¿ data management system, blood cultures are not extracted for patients with positive results. No patient impact reported.